Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced overnight hyperglycemia while using the ilet, followed by a low glucose event, with no device alerts or alarms and no user- or supply-related issues identified; review indicated the rise was associated with a high-sugar bedtime snack for which the user announced the meal and delivered a bolus, and no specific device component issue was identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and the event was categorized as an adverse event without an identified device or use problem, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was a typical meal-related glucose rise from the snack, rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.